Event description:
The customer reported that the 840 ventilator had an erratic display. The malfunction did not occur during patient use. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the backlight inverter printed circuit board (pcb), graphic user interface (gui) communication central processing unit (cpu) printed circuit board assembly (pcba), communications gui touchframe, and cable assembly gui to breath delivery (bd). The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).